Event description:
Daughter uses the crest spinbrush toothbrush and with use, it has chipped her front tooth requiring dental correction. Frequency: 1 or 2 times daily. Dates of use: (B)(6) 2011 - (B)(6) 2012.